Event description:
It was reported that during an ultrasound-guided breast biopsy, after the third sample was obtained the cutter continued to move after the sample button on the driver was released. The probe continued to cut outside the anesthetized area causing the patient severe pain. The marker mode was selected, which stopped the probe from sampling. The patient experienced additional bleeding, which resulted in a hematoma; prolonged manual pressure was applied to stop the bleeding. There were no further clinical consequences.

Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.